Manufacturer narrative:
The device was received by depuy synthes. Reliability engineering evaluated the device, and the reported problem was confirmed. The bearings in the nose tube of the attachment were damaged, and the gears and bearings in the elbow of the attachment were dried out and worn. The condition is indicative of improper or ineffective cleaning and maintenance of the device. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device would not run. It is known that the device was used in surgery. There were no pt or user injuries reported. It is unknown if medical intervention was reported. There was no additional information provided.